Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with two g9 monitors and there were no comm loss error messages. Data was also not sending to the emr however this issue does not affect real time patient monitoring, only historical data going to the emr system. The cns and g9 monitors were rebooted but issues remain. Nihon kohden is currently working to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products- the following devices were used in conjunction with the cns: 2 g9 monitors: model: csm-1901, sn: ni.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with two g9 monitors and there were no comm loss error messages. Data was also not sending to the emr however this issue does not affect real time patient monitoring, only historical data going to the emr system. The cns and g9 monitors were rebooted but issues remain.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) medical ctr reported two g9 units were not able to transfer data to their emr system. The g9's were not sending data to the cns or the emr. The cns was currently viewing the monitors and seeing them on the network but no data was flowing. The cns did not read "comm loss", but instead was showing a blank screen with no waveforms. Service requested troubleshooting/assistance. Service performed troubleshooting determined that the customer had been straying from input names in the agreed-upon format. Customer was reminded to follow the guidelines and input patient names with the correct format. Investigation result the root cause is determined to be user error/education needed. The customer was not following the necessary format upon inputting patient information. The following devices were used in conjunction with the cns: 2 g9 monitors: model: csm-1901. Sn: ni.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with two g9 monitors and there were no comm loss error messages. Data was also not sending to the emr however this issue does not affect real time patient monitoring, only historical data going to the emr system. The cns and g9 monitors were rebooted but issues remain.